Event description:
Upon interrogation. The subject device was found in standby mode. The physician requested the root cause of this switch to standby mode. It should be noted that the pt was suffering from cancer, but no evidence of radiotherapy treatment was noted in the pt medical file.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.